Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unknown reason. No additional adverse patient effects were reported.